Manufacturer narrative:
05-jan-2018 product investigation results: reporter returned an unspecified number of toothbrush heads on 29-dec-2017. Toothbrush heads confirmed to be counterfeit.

Event description:
Felt something hard in mouth, it was the small metal fitting from the top of the toothbrush head [device breakage] no adverse event [no adverse event] product counterfeit [product counterfeit] case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via e-mail on 19-nov-2017 that on that morning while she was using her oral-b rechargeable toothbrush, version unknown, she felt something hard in her mouth. She stated that it was the small metal fitting from the top of the oral-b power oral care refill crossaction. No symptoms developed. Relevant history: none reported. No further information was provided. 22-nov-2017 received consumer's follow-up e-mail: the consumer reported that the brush heads were bough back in (B)(6) 2016 as a pack of 3. She stated that she did the scratch test and nothing happened. The brush head was available to be sent in. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Felt something hard in mouth, it was the small metal fitting from the top of the toothbrush head [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via e-mail on (B)(6) 2017 that on that morning while she was using her oral-b rechargeable toothbrush, version unknown, she felt something hard in her mouth. She stated that it was the small metal fitting from the top of the oral-b power oral care refill crossection. No symptoms developed. Relevant history: none reported. No further information was provided. (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that the brush heads were bough back in (B)(6) 2016 as a pack of 3. She stated that she did the scratch test and nothing happened. The brush head was available to be sent in. No further information was provided.